Event description:
The reporter contacted animas on (B)(6) 2013 reporting that when changing the cartridge this morning he found an orange o-ring inside cartridge compartment and was unsure of what it was. Customer support advised the reporter to replace the pump because the o-ring can be part of piston and can potentially affect the waterproof feature of the pump. Customer support advised alternate form of insulin therapy until replacement pump arrives. There is no reported adverse event with this complaint. This report is made based on the allegation of the o-ring issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump's black box and history was reviewed and showed no activity outside of normal use. The cartridge compartment was inspected and no debris or damage was found inside. The pump powered on and passed "ez-prime" correctly. The pump was able to prime and deliver accurately. The pump was opened during evaluation and no damage was found to the circuit board. The original complaint was not able to be duplicated during testing.